Manufacturer narrative:
The customer requested shipment of samples from the patient to customer product line support (cpls) east for additional testing. Cpls has not received the samples to date. There was no indication that service was dispatched for this event. A root cause has not yet been determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining reactive hepatitis b surface antigen (hbsag) results on one patient confirmed with the confirmatory assay that were generated by the access 2 immunoassay system. A non-reactive result was obtained via an alternate testing methodology. The false results were reported out of the laboratory. It is unknown which methodology produced the correct hbsag results. The customer did not report affect to the patient or user attributed or connected to this event.